Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011.according to the complainant, during the procedure, upon attempting to deploy the stent, the deployment handle broke and the stent could not be deployed. The catheter was cut away from the stent and the endoscope was removed from the patient. The patient was rescoped to complete deployment of the stent.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.investigation results revealed the push and guide catheters to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4): the delivery system was returned for evaluation. Visual evaluation of the device revealed the push catheter to be broken in two pieces and the touhy borst assembly to be detached from the push catheter. The touhy borst was not returned. The broken proximal end of the push catheter was noted to be torn and the working length of the push catheter was kinked. The suture at the distal end of the push catheter was intact. The guide catheter was stretched and broken near the proximal end. Multiple kinks (suture impressions) were noted in the distal end of the guide catheter, indicating that the suture likely embedded inside the guide catheter during attempted deployment. The stretched and broken guide catheter indicates force was exerted when the stent was attempted to be deployed. The noted defects are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.